Manufacturer narrative:
The manufacturer received information alleging a patient was found in a hypercapnic coma condition. The patient was found with the mask on and the bipap a30 turned off. The patient was placed on another device and recovered without incident. The device was returned to the manufacturer for evaluation. The manufacturer reviewed the device's downloaded event log. The device was powered on to standby mode on 02/07/2021 22:22:01 utc time. No further activity was noted in the device log until 2/08/2021 at 06:54:29 utc time when the power on button was pressed to set the device back into standby mode. On 2/08/2021 at 06:55:10 utc time, with the unit still in standby mode, the log shows the therapy button being pressed and the blower powering up to provide therapy. The log indicates the device provided therapy from 06:55:10 utc time until 06:59:34 utc time, approximately 4.5 minutes before the device was powered down and stopped providing therapy. The a30 device requires 2 separate button presses in a proper sequence to first bring the device into standby and the second button press to start therapy. The device log indicates the initiate therapy button, which would start therapy, was not pressed. The user manual instructs the user the following steps to activate therapy on a bipap a30: "after you press on/off button, the startup screen appears momentarily, indicating the device name and software version. The standby screen then appears. It displays the date and time, therapy mode, a patient accessory panel (if a patient accessory is attached), a status panel, and the soft key panel. You can perform the following actions from the standby screen : a. If a humidifier is connected, you can activate the humidifier preheat function by pressing the left (preheat) key. See the accessories chapter for more information. B. If an accessory module is attached, you can monitor the connection to any attached patient accessory. C. Access the menu by selecting the up (menu) key. D. Initiate therapy by selecting the right (therapy) key. Selecting this key starts the airflow and displays the monitoring screen." The manufacturer concludes the cause of the incident is that the caregiver did not go through the proper sequence of activating therapy. The device's downloaded event log shows the device was placed into standby mode but the therapy button was not pressed to activate therapy. The manufacturer's testing concludes the device was found to operate and alarm to design specifications.

Event description:
The manufacturer received information alleging a patient was found in a hypercapnic coma condition. The patient was found with the mask on and the bipap a30 turned off. The patient was placed on another device and recovered without incident. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.